Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was in the water today and is now hot. The patient stated that the battery and pump are hot. There is no reported adverse event with this complaint. This report is made based on the allegation of the temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: visual inspection shows evidence of moisture corrosion on the display screen inside the pump. The pump is unable to power ¿up¿ and to display ¿verify¿ screen. Unable to download the black box and the history data. Investigators were unable to adequately investigate reported ¿temperature issue¿.